Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that the patient experienced a second degree burn on the outside of the upper right forearm with blistering during pelvis study. Based on the picture provided the reported blister would have exceeded 2.5 cm. The pictures provided show a ring shaped blanched raised area with reddening in the center and around the outer edges with a possible blister in the center of the raised area that has deflated. The patient was provided silvadene cream and is expected to fully recover.

Manufacturer narrative:
There is no identified malfunction of the mr system, ds anterior 1.5t coils or spacer mattress, which could have contributed to the patient heating incident. Based on the description of the issue and evaluation, it has been determined that the product (mr system, ds anterior 1.5t coil and spacer mattress) did not malfunction and conformed to its intended use, and applicable regional regulations. The patient heating incident is attributed to use error, due to lack of strict adherence to safety instructions and warnings intended to prevent harms from occurring. The patient heating incident (2nd degree) burns to the arm with blistering injury, is consistent with heating incidents most likely caused by insufficient distance between the body parts and the bore, referred to as skin-bore rf-burn. Even if the potential of a direct skin-bore contact is low (the spacer matrass was placed between the body and the bore wall, to prevent skin-bore wall contact), the observed rf burn / blister can be explained by close contact with the bore wall (obese patients touching or in close proximity to body coil), in combination with first level controlled mode. Contributing factors to this incident are as follows: the patient was obese. The thermoregulation of obese patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. The patient ventilation was not at the highest level (level 3 was used according to the information from patient heating questionnaire). Level 5 is recommended for high sar scans, it supports the cool down mechanism. 8 scans with high sar values (>2 w/kg) were executed (at 2.55 w/kg) during approx. 30 minutes. High sar scans are a bigger challenge for the cool down mechanism than low sar scans. The total administered specific energy dose of 4.98 kj/kg exceeded the recommended limit of 2.0 kj/kg for patients with impaired thermoregulation.